Event description:
This is a report of peritonitis coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. The patient was not hospitalized for peritonitis. The patient was treated with injection vancomycin on (5th day, dose and route not reported) and injection tobramycin (40mg, daily, route not reported), for peritonitis. The cause of peritonitis was unknown. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.